Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported they have suffered a stroke, their "blood has been clotting," and they feel they are having an "allergic reaction to the silicone." Healthcare professional additionally added capsular contracture baker grade iii. This record is for the right side. The device has been explanted.

Event description:
Patient reported they have suffered a stroke, their "blood has been clotting," and they feel they are having an "allergic reaction to the silicone." Healthcare professional additionally added capsular contracture baker grade iii. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, weight to the spec and crease flat. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.